Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. Instructions on how to request a mesh sample for reactivity testing were provided to the contact. At this time, a formal request for a mesh sample has not been received. Without a lot number, a review of the manufacturing records is not possible. Reaction is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: it has been alleged that 3 or 4 weeks post implant of a ventralight st hernia patch the patient presented with a burning rash on her stomach, arms and legs. The patient has no known sensitivities to materials, and only one drug allergy, penicillin. Contact stated that no treatment was given as the patient could not take prednisone. Contact wanted to determine if the patient is having a reaction to the mesh material.